Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed on injured as a result of the event.

Manufacturer narrative:
Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The user facility was recommended to perform the ground isolation. The user facility reported to have followed the tse recommendations and he was unable to duplicate the alleged malfunction. The user facility has conducted final testing. (B)(4).